Event description:
It was reported that bd syringe 3ml ll w/ndl 21x1 rb had leakage past the stopper. Verbatim: complaint via email. Email(s) attached. Syringe began to leak a customer contacted xxxx medical care via fax to report that while drawing up iron sulfate for administration one syringe began to leak from inside down to the handle. Placed vial and syringe in sharps contained, redrew medication with new syringe and while administering, medication began to seep around plunger on the inside and leak down to the handle again. This resulted in incomplete dose.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.